Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review of merlin.net transmissions, it was observed the patient's right ventricular lead was oversensing noise. The noise was reproduced with isometrics. The patient's device was reprogrammed. The patient was in stable condition. The physician then explanted and replaced the right ventricular lead.